Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation procedure was performed using a versacross access solution transeptal device, faradrive steerable sheath, and farawave catheter. Access to the left atrium was obtained via the versacross access solution transeptal device and a pigtail wire remained in the left pulmonary vein while a non boston scientific (bsc) intracardiac echocardiogram (ice) was advanced across the interatrial septum into the left atrium. The versacross access solution dilator was exchanged for a faradrive steerable sheath and pre mapping was performed using a non bsc mapping catheter. Transeptal access with the faradrive steerable sheath was lost while mapping the right pulmonary veins with the non bsc mapping catheter still in the left atrium. An attempt to regain transeptal access with the faradrive steerable sheath was unsuccessful. The faradrive steerable sheath and non bsc mapping catheter were removed from the patient. The versacross access solution transeptal device and pigtail wire were used to regain access to the left atrium with no additional radiofrequency application required. The versacross access solution dilator was exchanged for a faradrive steerable sheath and a farawave catheter was advanced into the left atrium. Pfa was completed on all four (4) pulmonary veins and left atrial posterior wall. Post mapping was completed with a non bsc mapping catheter. The faradrive sheath and non bsc mapping catheter were retracted to the right atrium. A non bsc radiofrequency ablation device was used to ablate the cavotricuspid isthmus in the right atrium and the procedure concluded. Post procedurally while the patient was in recovery a pericardial effusion was identified. A pericardiocentesis was performed and the patient was admitted to the hospital. Three (3) days post hospital admission, the patient was discharged.